Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) system displayed rapidly decreasing pacing impedances and noisy signals on the right ventricular (rv) lead. During the revision procedure, the rv lead was found to have insulation damage just below the yoke and the conductors were visible. It was noted the patient had gained weight recently and there was evidence of twiddler's syndrome. It was suspected the patient's weight gain and twiddler's syndrome contributed to the lead issues. The decision was made to surgically abandon and replace the associated rv lead. This ICD remains in service with the newly implanted rv lead. No further complications were noted. No additional adverse patient effects were reported.